Manufacturer narrative:
Updated block d4: upn and lot number.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. The 6.5 cuff was replaced by a 5.0 cuff, and it functioned properly. There were no other patient complications reported.

Event description:
T was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. The 6.5 cuff was replaced by a 5.0 cuff, and it functioned properly. There were no other patient complications reported.